Event description:
The customer reported that they had questionable results for thirteen patient samples tested for thyrotropin (tsh). The customer stated that they had reported erroneous results for two of these patient samples outside of the laboratory before realizing that all thirteen samples had the same initial result of <0.005 uiu/ml. The customer states that the low results occurred after the system switched to the standby reagent bottle. The customer performed corrective maintenance by performing a "mc" preparation, a "sipper pip." Prime ten times, and a "s/r pip." Prime 10 times. After performing corrective maintenance, the two samples were repeated. The repeat results were considered to be correct. The customer only provided data for the two patient samples that had erroneous results reported outside of the laboratory. The customer stated that they were going to later repeat the remaining samples. Patient sample one initially resulted as <0.005 uiu/ml accompanied by a data flag and this value was reported outside of the laboratory. After noticing the issue, the customer repeated the sample and it resulted as 2.11 uiu/ml. The repeat value was considered to be correct and a corrected report was issued. Patient sample two initially resulted as <0.005 uiu/ml accompanied by a data flag and this value was reported outside of the laboratory. After noticing the issue, the customer repeated the sample and it resulted as 3.26 uiu/ml. The repeat value was considered to be correct and a corrected report was issued. The patients were not adversely affected by the event. The tsh reagent lot number and expiration date was not provided by the customer. The customer considered that the issue was caused by bubbles in the reagent pack and that the issue was resolved by the troubleshooting performed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.